Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. The consumer reported that since implant the patient could not lay on their left side or do laundry due to the pain felt at the implantable neurostimulator (ins) site and in the middle of the back. The patient stated their family told them that they had been different psychologically since implant; the patient had other health issues that the healthcare provider (hcp) was aware of but chose to implant anyways. The patient also reported they felt stim down their left leg intermittently since implant. The patient was to follow up with their hcp. The patient later reported they had been in a car accident after implant. The patient reported daily pain at the ins site and that it was still very painful and warm to the touch. The patient stated there seemed to be swelling on the right side of the implant and touching or hitting it puts them through the roof. The patient saw their hcp but refused to do an x-ray and stated they were fine. The consumer further reported that the ins was pushing out and felt like it moved up. The ins moved closer to the skin. This was due to a sudden change on (B)(6) 2016. There were no trauma or falls that could be related to the issue. It was hard for the patient to lie on it and currently it was not tender or warm to the touch. The patient had a hcp appointment scheduled for (B)(6) 2016 to meet with the hcp and manufacturer representative to check the ins. The hcp told the patient they could see them on (B)(6) 2016 and have the ins removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.